Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154, 137, 134 and 140 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. Customer stated that he has been taking medications according to the truemetrix meter reading high. The customer feels well and did not report any symptoms. Customer stated that he had been in the hospital for rehab on (B)(6) 2018 and that it was non-diabetic related. Customer stated his blood glucose test result while at the hospital was 71 mg/dl fasting which was much lower than the truemetrix meter; actual meter to meter comparison results were not provided. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).